Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the unit failed testing due to an incomplete cut. The unit will be returned as is and needs to be replaced by the account. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that ratchet needs replaced. There was an incomplete mesh. The mesher lid cannot close properly due to an inadvertent drop or unexpected event causing the holes to become bent. Investigation found the cutter did not pass the cut test. The living legacy foundation/lifecell corporation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse event was reported as a result of this malfunction.